Event description:
It was reported that at the end of the upgrade procedure, it was noted that the chronic right atrial (ra) lead was dislodged and had not capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. (B)(4).